Event description:
N/a.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that threads on adjustment wrench, 6in transitional teeth, shock cushion and 1/4 pin are worn. The unit needs repair and replacement of worn/damaged parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00185. A facility reported that the transition member starbursts of the mayfield ultra base unit (a2101) were completely worn down, the shock cushion was deteriorating and the handle was not locking properly, resulting in the handle being loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.